Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a high blood glucose of 300 mg/dl and ketones. The customer stated that he was vomiting as well. The customer stated that he had been on the insulin pump for ten years, and was interested in upgrading. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.